Manufacturer narrative:
This report is submitted on december 3, 2021.

Event description:
Per the clinic, the device was explanted (date not reported) due to the need of more mris. It is unknown if there are plans to reimplant the patient as of the date of this report.